Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited connecting tube foreign objects. There were no reports of patient involvement.